Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The patient¿s blood glucose (bg) was reported to be greater than 250 mg/dl but less than 500 mg/dl with no reported additional signs or symptoms, which does not meet the animas criteria for an adverse event. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2018 with the following findings: the recorded total daily dose of insulin reached the target program basal rate daily. The pump¿s black box and alarm history showed no evidence of a delivery malfunction. Unrelated to the initial allegation, the up button was hypersensitive due to a cracked button contact. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.